Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The values were greater than 200 ohms and were noted to have been out of range a total of four times. In addition, noise was observed on the rv channel, but it was not being sensed by the existing cardiac resynchronization therapy defibrillator (crt-d). The patient was brought in and the out of range impedances could not be reproduced via isometrics or pocket manipulations. At this time, the rv lead and existing right atrial (ra) lead were surgically abandoned. The crt-d was also changed out. During the revision, a fluoroscopy was performed and no damage was seen on the lead. However, it was noted that the ra and rv leads were very close to one another, so it was possible the observations were caused due to the leads rubbing together. It was also noted that the patient had several occlusions within the vessel. No additional adverse patient effects were reported.